Event description:
The international distributor reported the ventilator went vent inop and alarmed after the device had been powered on. The distributor reported the ventilator was not in use on a patient at the time of the event, therefore there was no patient harm or involvement. The distributor reported that review of the ventilator diagnostic log history indicated there was a vent inop due to an inhalation autozero failure. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
Service is being completed by distributor: device under repair.